Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse analyzed the log file and identified errors related to the generator and image processing pc. Several tests were performed by the fse; however, no issues were identified. The fse found that the technical room was very cold, which was suspected as the cause of the reported issue. The customer increased the temperature of the technical room, and the issue was resolved. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received confirming that the issue occurred while the system was outside of clinical use. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.